Event description:
Boston scientific received information that at a routine device check, high right ventricular (rv) capture thresholds in bi-polar and uni-polar configurations were noted. Over 8,000 tachycardia episodes on the electrogram indicated loss of capture (loc). The patient implanted with this device system also reported muscle stimulation with unipolar pacing. The patient's physician was to place a holtor monitor for the observed loc and an rv lead revision procedure and device upgrade to a dual chamber pacemaker was recommended.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.